Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace and displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead, the device's multifunction (mfc) cable was returned for evaluation. The customer's report was duplicated and attributed to the multifunction cable. Visual inspection observe the cable was slightly damaged from constant bending on the patient side connector and the cable failed testing while manipulating the same side. The cable was scrapped and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.